Event description:
This is filed to report the clip being deployed with chordae and intervention. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4 with an enlarged atrium. Due to a very medial position of the clip below the valve, it seemed that the physician grasped the posterior leaflet and a chord. For stabilization of the first clip and to further reduce mr, a second clip was implanted. Mr was reduced to 2-3 and the gradient was 5-6mmhg. Due to residual mr and an increased pressure gradient, the physician planned to discuss cardiac surgery with the team. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported mitral stenosis (no treatment) associated with the gradient increase was due to procedural circumstances (clip implant interacting with patient pathology/ morphology). The reported patient effect of mitral stenosis, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device is filed under separate medwatch report number.

Event description:
This filed to report mitral stenosis. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4 with an enlarged atrium. Due to a very medial position of the clip below the valve, it seemed that the physician grasped the posterior leaflet and a chord. For stabilization of the first clip and to further reduce mr, a second clip was implanted. Mr was reduced to 2-3 and the gradient was 5-6mmhg. Due to residual mr and an increased pressure gradient, the physician planned to discuss cardiac surgery with the team. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.